Manufacturer narrative:
(B)(4). Evaluation of the device has begun, however, has not yet been completed.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 5. The patient's drain volume was 3096ml. The largest prescribed fill volume was 1500ml. This meets iipv criteria. No further information could be obtained at this time. Should additional information become available a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab evaluated the device. A service history was performed. The evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this increased intra-peritoneal volume (iipv) discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain as one or more cycles advanced to the next fill when slow or no flow occurred above the minimum drain volume threshold. The device will be routed to the service area. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).